Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties reattach the detachable head assembly by sliding the anvil shaft over the trocar and pushing until the detachable head assembly snaps into its fully seated position. Caution: do not clamp across or grip on the locking springs when attempting to reattach the detachable head assembly. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the anvil was connected, dialed down, and the audible click was heard three different times, but the anvil kept popping off. Another device was used to complete the procedure. There was no pt consequence.